Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during replacement of the implantable pulse generator (ipg) for battery depletion, a reset message was observed. The physician was instructed on how to perform the ipg reprogram for the reset but decided to not initiate the program reset. The ipg was removed, and the procedure was continued with implantation of a temporary pacemaker. No patient complications have been reported as a result of this event.